Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported via the sales rep that the v40 head would not fit onto the stem. It was added that he used another one which worked well.